Event description:
Reporter alleged the customer was unresponsive after sleeping and he was tested with a result of 221 mg/dl using the advantage system. Reporter stated he called the emts because he thought the customer was having a stroke and they obtained a result of 41 mg/dl on their system about 15 minutes later. Reporter stated they treated the customer with glucose, obtained a result of 500 mg/dl on their system, and then treated the customer to bring his blood glucose levels down. Reporter stated the customer then ate something. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.